Manufacturer narrative:
E3: customer occupation = coordinator. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncompass nitinol tipless stone extractor was to be used in a ureteroscopy stone removal, but once the package was opened, it was noted that the wires were broken and there was no basket. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a) and component code (annex g). Event description: it was reported the ncompass nitinol tipless stone extractor was to be used in a ureteroscopy stone removal, but once the package was opened, it was noted that the wires were broken and there was no basket. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The device did not make patient contact. Investigation / evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncompass nitinol tipless stone extractor was returned in an open, labeled package. The handle was in the open position. The handle did not actuate basket formation. The basket and support sheath were separated 1mm from the handle. The cannulated handle was partially separated from coil. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformance's, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, and no other complaints from the lot had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be nonfunctional due to sheath damage. The basket sheath and support sheath were separated at the handle. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.